Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging between 50-80 mg/dl; cause was unknown. Customer's son provided food to treat bg level. Additionally, the customer set a temporary basal rate and disconnected from the pump to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use from 12/16/2019 to 12/23/2019. The lowest blood glucose (bg) entered into the pump by the user was 63 mg/dl on 12/16/2019. Therefore, the complaint could not be confirmed. A tubing fill of size 30.1912 units was observed on 12/17/2019. A tubing fill of size 28.7362 units was observed on 12/17/2019. A tubing fill of size 22.9162 units was observed on 12/19/2019. A tubing fill of size 25.0987 units was observed on 12/21/2019. A tubing fill of size 25.4625 units was observed on 12/23/2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 12/19/2019, 12/20/2019, and 12/22/2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On 12/20/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 12/18/2019, 12/20/2019, 12/22/2019, and 12/23/2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.